Event description:
Upon ICD interrogation on (B)(6) 2014, warning messages were displayed stating that 23 device resets occurred and that low shock impedance was measured. Device memories were empty. Patient reported that shocks were delivered. According to preliminary analysis results, a device hardware issue was suspected. Patient care recommendations were provided (evaluation of the benefit of device replacement). The device was explanted on (B)(6) 2014 and was returned to sorin crm for expertise.

Event description:
Upon ICD interrogation on (B)(6) 2014, warning messages were displayed stating that 23 device resets occurred and that low shock impedance was measured. Device memories were empty. Patient reported that shocks were delivered. According to preliminary analysis results, a device hardware issue was suspected. Patient care recommendations were provided (evaluation of the benefit of device replacement). The device was explanted on (B)(6) 2014 and was returned to sorin (B)(4) for expertise.

Event description:
Upon ICD interrogation on (B)(6) 2014, warning messages were displayed stating that 23 device resets occurred and that low shock impedance was measured. Device memories were empty. Patient reported that shocks were delivered. According to preliminary analysis results, a device hardware issue was suspected. Patient care recommendations were provided (evaluation of the benefit of device replacement). The device was explanted on (B)(6) 2014 and was returned to sorin crm for expertise.